Event description:
Report received from the USA stating that the device "cannot secure the cutter". Device was not used in surgery. Date of the event is unk. It is unk if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental MDR will be sent. (B)(4).